Event description:
We received an allegation about discrepant results for 1 patient sample tested with lipase colorimetric (lipc) assay on a cobas c303 system. Initial result: 200 u/l. The customer questioned the initial result as it looked high. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 20 u/l. The low value was deemed to be correct.

Manufacturer narrative:
The lipc reagent lot number and expiration date were not provided. Qc was within the assigned ranges on the day of the event. The past calibration data showed several dup. E alarms. The customer changed the centrifuging time from 5 minutes to 10 minutes. The field service engineer found that the filling quantity of the basic wash on the cuvette wash unit was too low. He adjusted the filling quantity. He also performed tests and they were acceptable. The instrument was performing within specifications. The root cause was due to the instrument condition and consistent with the filling quantity of basic wash on the cuvette wash unit (component failure).